Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received a product for failure analysis evaluation. The stapler logs for this procedure were reviewed. The logs show a sureform 45 stapler was installed on the system nine times and fired nine black reloads. On each install, the first clamp was successful. On install one, the firing was completed with one pause for compression. On installs two through nine, the firings were each completed with no pauses for compression. The instrument was then removed and not used in the procedure again. Another sureform 45 stapler was installed on the system one time and fired one black reload. On the only install, the first clamp was successful, and the firing was completed with two pauses for compression. The instrument was then removed and not used in the procedure again. Manufacturer report number 2955842-2025-27870 documents the other black reload.

Event description:
It was reported that during a da vinci-assisted transthoracic esophagectomy with chest anastomosis procedure, the sureform 45 stapler instrument fired a black reload and "pushed the preparation together and staples have not released." The customer said they were sending two identical products back in relation to this event.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, h11. The sureform 45 stapler instrument and its associated black reload were analyzed. The reported event was not confirmed by failure analysis. There was no problem detected with the sureform 45 stapler instrument. The sureform 45 blade reload returned was effectively deployed, demonstrating no complications. The staple line and cut were both clean, devoid of any deformities or abnormalities. Additionally, a comprehensive examination of the reload was carried out, uncovering no further issues.

Event description:
Refer to h11 for follow-up information.